Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, (B)(4).

Event description:
(B)(4). The dealer reported that the m51psemired power wheelchair seat post would not lock in place. There was no injury reported.